Event description:
It was reported that this device and left ventricular (lv) lead were implanted a few months prior and are now exhibiting pace impedance measurements of less than 200 ohms and lv loss of capture (loc). This patient was experiencing pocket stimulation. Technical services (ts) discussed possible reasons for the drop in impedances and suggested x rays to confirm lead location. Additional information was received that this device and lv lead were explanted. This patient was upgraded to a biventricular device system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device and left ventricular (lv) lead were implanted a few months prior and are now exhibiting pace impedance measurements of less than 200 ohms and lv loss of capture (loc). This patient was experiencing pocket stimulation. Technical services (ts) discussed possible reasons for the drop in impedances and suggested x rays to confirm lead location. Additional information was received that this device and lv lead were explanted. This patient was upgraded to a biventricular device system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.